Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the day prior the patient experienced a blood glucose of 14mg/dl, with a loss of consciousness, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with intravenous glucose and a glucagon injection by their healthcare provider. The patient remained hospitalized at the time of the call. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program totals. The basal history matched the active basal program settings. The bolus totals did not match and were greater than five percent different. The bolus history indicated more bolus amounts and a greater total boluses than the total daily dose bolus amount. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: during investigation, the last basal delivery was recorded on (B)(6) 2017. The delivered boluses were calculated for (B)(6), the delivered boluses on each day match correctly the total daily dose (tdd) bolus history. Manually performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u..#3. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Audio bolus button cover is torn; still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.